Event description:
The hcp reported that at the beginning of a tuna procedure the generator registered high impedance readings. The issue was resolved and the case completed with no further complications noted. Following the procedure, the patient was hospitalized and a catheter placed due to continued bleeding. One week later, with the bleeding still not totally resolved, the physician performed a transurethral resection of the prostate. The patient was reported to be doing fine after the surgery.